Manufacturer narrative:
Cause: without a specific issue description and defective device for return, it is challenging for transtek to conduct a detailed analysis. There are some similar device failures from other feedbacks and the cause analysis should be the same theoretically as below. 1. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 2. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 3. The instructions have already covered the relevant operation. The customer might not read the instructions carefully. Corrective action: 1. Establish a regular communication mechanism with our customer. 2. Prepare a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.

Event description:
Event description the patient reported that their livongo blood pressure montior was reading inaccurately, which caused a potential missed diagnosis. The patient stated when they sought medical attention at a hospital, they were admitted for hear problems that they should have sought attention for sooner, however they were under the impression that their blood pressure was normal.the member did not clarify what kind of treatment that they received for their heart condition. Manufacturer narrative (provided by livongo) multiple attempts were made to reach the patient to gather additional information, and to replace the monitor but were unsuccesful.should the device be returned at a later date, a supplemental report will be filed.